Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The reason for use was non-malignant pain and failed back surgery syndrome. The patient reported they had a dry mouth and their hands are still cold all the time on (B)(6) 2018. The change in symptoms was noted as gradual. They reported that they had new symptoms on (B)(6) 2018 of their neck is hurting, he is itching everywhere, and he has a small pressure headache on the top of the scalp. The patient stated he did a bolus and then went to mcdonald¿s and he started losing his balance post bolus. The patient stated that they will be seen at the doctor next thursday ((B)(6) 2018). There was no out of box failure reported and there was no medical/therapy problem related to the device. The patient was redirected to the managing physician, as their events were medical in nature. The patient stated that it is hard to reach the doctor. It was reviewed that the patient may want to consider going to the emergency room where they can treat him for the symptoms he is presenting, but they would not be able to help with the pump. The patient asked if the manufacturer¿s representative (rep) could meet him, and it was reviewed that if the managing healthcare professional (hcp) is requesting the rep to be there, the hcp would schedule that with the rep. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on february 14, 2018. The hcp stated it was unknown what caused the volume discrepancy at the (B)(6), 2017 refill. The pump was refilled and the rate was decreased by 50% per the patient's request. Regarding the report that the patient received a "dose," at their refill on (B)(6)2017, and then experienced feeling ill, nausea, and ended up blacking-out, the hcp indicated they were not able to clarify the "dose" the patient was referring to. The cause of the patient's symptoms following the refill on (B)(6)2017 was unknown to the hcp. Regarding other factors such as concomitant medications/conditions that may have caused or contributed to the patient's symptoms, including pertinent medical history, the hcp indicated the patient had chronic anxiety and depression. Regarding further actions/interventions taken to resolve the reported the symptoms, the hcp indicated the patient had an upcoming follow-up evaluation scheduled with them at the pain clinic for (B)(6)2018. It was reported the chills and nausea had resolved. The patient's weight was provided as (B)(6) on (B)(6)2018, and their body mass index (bmi) was provided as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported a volume discrepancy had occurred on (B)(6) 2017 when the patient¿s pump was refilled. The expected volume was 3 ccs and the actual volume was 0 ccs. It was reported the patient experienced chills, nausea, and a blackout. The patient was refilled on their scheduled refill date. The patient had not heard any alarms, did not have any falls, and had not been around any high sources of electromagnetic interfere (emi) prior to their refill. The patient reported they were asked if they wanted a dose (bolus) after their refill since the pump had been empty, and they said sure. The patient stated when they were walking out to the parking lot they started to feel ill and a little bit nauseous, and later that day it got worse, and the patient ended up blacking out. The patient indicated everyone around them could see what was happening, but they could not. It was indicated the patient had experienced ongoing nausea and chills occurring daily. The patient reported they were told by a healthcare provider that the pump can sometimes run through medication ten percent faster, and told the patient that was normal. Patient services reviewed that was not normal. It was reviewed with the patient that damage can occur to the pump if it runs dry, and can cause underdose/withdrawal/or overdose symptoms. The patient reported the healthcare provider told them they could have died with 3 ccs missing. It was indicated the physician did not do any x-rays or troubleshooting with the catheter to see if was broken. The patient stated they were just sent home, and when they told the healthcare provider what happened after they left the refill, the healthcare provider said, ¿well there is nothing we can do now.¿ the patient inquired if the chills and the nausea they had been experiencing throughout the day since the refill could be because of the last refill on (B)(6)2017. It was reported the patient¿s pump was refilled the day of the report ((B)(6) 2018) and there was no volume discrepancy. The patient indicated what happened before on (B)(6) 2017 had not happened at this refill. The patient was calling because they were worried that what happened on (B)(6) 2017 after their refill could happen again. The patient was directed to follow-up with their healthcare provider to investigate what happened during the (B)(6) 2017 refill. No further complications were reported/expected.